Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had been programmed off for a left ventricular assist device (lvad) procedure. The health care professional (hcp) contacted boston scientific technical services (ts) when attempting to turn it back on. Manual set-up was attempted, however, when the impedence measurement was taken it was out of range. It was also noted that each of the available sensing vectors was flat. Ts discussed that therapy should ot be turned on and that therapy from the system may be compromised. The hcp noted that therapy would not be programmed on and that the local field representative would be contacted when needed. Add'l info was received from the local field rep that the electrode was cut during the lvad procedure, and tht is why the impedence measurements were out of range. The ID-s-ICD remains off. It is anticipated that the electrode will be replaced in the future. There have been no adverse patient effects related to this observation.